Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump had multiple error alarms after changing the battery. The customer's blood glucose level was 102 mg/dl at the time of the incident. Troubleshooting was performed to resolve the issue and the customer was advised to insert a new battery and to call back if the issue recurs. The insulin pump will not be returned for analysis.